Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer replaced the 151622 board, retractor bands and the t board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed and was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, due to the drawer being off the bus (which means the drawer will not open/dispense medication). There were no adverse events or injuries reported based on this event.